Event description:
It was reported that infection occurred. On (B)(6) 2025, a 3.5 x 16 mm synergy megatron stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure and implanted. Approximately on (B)(6) 2025, patient presented with fever and was re-admitted to the hospital. The pet-scan showed an infection around the stent and positive blood results. The patient is currently being treated with antibiotics for 6 weeks. Patient is admitted to hospital beyond the standard of care and issue is ongoing. It was further reported the patient was stable with no fever, following 6 weeks of antibiotics and discharged on (B)(6) 2025. The infection was confirmed to be staphylococcus aureus. The procedure was elective and the symptoms started four days following the stent deployment.

Event description:
It was reported that infection occurred. On (B)(6) 2025, a 3.5 x 16 mm synergy megatron stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure and implanted. Approximately on (B)(6) 2025, patient presented with fever and was re-admitted to the hospital. The pet-scan showed an infection around the stent and positive blood results. The patient is currently being treated with antibiotics for 6 weeks.